Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, the customer noted that color bars and patient information templates were on the display, but no image. She went on to note that manipulating the connection point will generate white lines in the image. Tac recommended changing out the cabling, but that was unsuccessful. At that point, tac noted that the unit would need to be returned for inspection and possible repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged printed circuit board was discovered and caused the reported failure to occur. Additionally, it was noted that the unit¿s feet were in poor condition and should be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was not producing an image during procedure preparation on 140 or 160 series scopes. There was no patient harm reported as a result of this event.